Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that last night, she increased stimulation to 0.7v and "suddenly during the night", she started getting pain in her lower back. The patient has not made any adjustments since then and still has the back pain on and off but has taken a pain killer to help. Patient reported uncomfortable stimulation. The patient was helped to decrease stimulation to 0.6 and was going to try this setting. The patient¿s indicators were for urinary dysfunction/sacral nerve stim/sacral nerve stim / gastrointestinal / pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.